Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the pt was male and the event occurred in the surgical department. Upon removal of the spring wire guide (swg), the swg was unraveled.